Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration of essure device , location of device: in uterine wall / malposition of essure device location of device:') and device breakage ('device breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone acetate (aygestin) from (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and uterine pain ("uterine pain"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced renal disorder ("bladder or urinary problems or changes kidney issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), eye disorder ("vision/eye problems type: maybe"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: maybe") and vaginal infection ("acute vaginitis") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eye disorder, vaginal haemorrhage, urinary tract infection, renal disorder, ovarian cyst, hormone level abnormal, allergy to metals, visual impairment, vaginal infection and uterine pain outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, eye disorder, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, renal disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Medical significant for event genital bleeding was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration of essure device , location of device: in uterine wall / malposition of essure device location of device:') and device breakage ('device breakage') in a 33-year-old female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007 and norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and rash ("rash on abdomen"). In 2007, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and uterine pain ("uterine pain"). In (B)(6) 2008, the patient was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis"), 8 years 10 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced eye disorder ("vision/eye problems type: maybe") and renal disorder ("bladder or urinary problems or changes kidney issues"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and visual impairment ("vision/eye problems type: maybe"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eye disorder, vaginal haemorrhage, urinary tract infection, renal disorder, ovarian cyst, hormone level abnormal, allergy to metals, visual impairment, vaginal infection and rash outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, eye disorder, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rash, renal disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received. Lot number added. Event "rash" added. New reporter and onset dates for events were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration of essure device , location of device: in uterine wall / malposition of essure device location of device:') and device breakage ('device breakage') in a 33-year-old female patient who had essure (ess205) (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from july 2006 to january 2007 and norethisterone acetate (aygestin) from 4-jan-2016 to 17-feb-2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and rash ("rash on abdomen"). In 2007, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and uterine pain ("uterine pain"). In (B)(6) 2008, the patient was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis"), 8 years 10 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced eye disorder ("vision/eye problems type: maybe") and renal disorder ("bladder or urinary problems or changes kidney issues"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and visual impairment ("vision/eye problems type: maybe"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eye disorder, vaginal haemorrhage, urinary tract infection, renal disorder, ovarian cyst, hormone level abnormal, allergy to metals, visual impairment, vaginal infection and rash outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, eye disorder, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rash, renal disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Discrepancy noted in date of removal (B)(6) v2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion.. Lot number: 620737 manufacturing date: 2006-07 expiration date: 2008-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration of essure device , location of device: in uterine wall / malposition of essure device location of device:') and device breakage ('device breakage') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from july 2006 to (B)(6) 2007 and norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and uterine pain ("uterine pain"). On (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis"), 8 years 10 months after insertion of essure (ess205). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced renal disorder ("bladder or urinary problems or changes kidney issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), metrorrhagia ("metrorrhagia (bleeding between periods)"), eye disorder ("vision/eye problems type: maybe"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergy to metals ("nickel allergy") and visual impairment ("vision/eye problems type: maybe") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eye disorder, vaginal haemorrhage, urinary tract infection, renal disorder, ovarian cyst, hormone level abnormal, allergy to metals, visual impairment and vaginal infection outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, eye disorder, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, renal disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: pfs received event outcome added uterine pain and event date added. Concomitant drug and essure removed date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration of essure device , location of device: in uterine wall / malposition of essure device location of device:'), device breakage ('device breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and uterine pain ("uterine pain"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced renal disorder ("bladder or urinary problems or changes kidney issues"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), eye disorder ("vision/eye problems type: maybe"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: maybe") and vaginal infection ("acute vaginitis") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eye disorder, vaginal haemorrhage, urinary tract infection, renal disorder, ovarian cyst, hormone level abnormal, allergy to metals, visual impairment, vaginal infection and uterine pain outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, eye disorder, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, renal disorder, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe:, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: urinary, bladder or urinary problems or changes kidney issues, reproductive system disorder or condition type of disorder or condition: ovarian cysts, device breakage, nickel allergy, vision/eye problems type: maybe, acute vaginitis, uterine pain. Onset date of event dysmenorrhoea, uterine perforation, abdominal pain, pelvic pain, were updated. Reporter information, aka name, concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterine/ migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding between periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (she had essure removed.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown and the genital haemorrhage, metrorrhagia, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: she received treatment for events pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: reporter details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2016, she explanted essure. Injury event was updated to pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleed, perforation: fallopian tubes, uterus/ migration. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.